Manufacturer narrative:
The insulin pump was received with the operating currents within specification and passed the self test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, and the delivery accuracy test. The insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, and scratched reservoir tube window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6)  2017 with a blood glucose of 560 mg/dl. The customer had been experiencing high blood glucose levels of 500 and 411 mg/dl and he could not get them down.  The customer also experienced chest pain.  The customer's blood glucose at the time of the call was 267 mg/dl and was treated with insulin pens. The customer was wearing the insulin pump at the time of hospitalization. Troubleshooting was performed and the insulin pump passed the prime test. No leaks or air bubbles were noted.  The customer declined to check the settings.  The customer did not have a tubing clamp therefore, the high pressure test could not be conducted.  A tubing clamp was shipped to the customer and was advised to call back to conduct the high pressure test.  The customer's wife called back the next day regarding the same issue. She stated that the customer's hospitalization was also due to heart attacks and the healthcare professional believed that it was due to a mechanical issue with the insulin pump, and advised to have it replaced. The insulin pump was returned for analysis.